Manufacturer narrative:
Based on the device evaluation and information obtained, the foreign material and root cause of the foreign material could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): "instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the elite colonovideoscope exhibited a foreign object inside of the nozzle. There were no reports of patient involvement.